Manufacturer narrative:
The technician found a loose connection at the head section coil. The technician reconnected the wire to the valve coil to repair the bed.

Event description:
Info received indicates the head of the bed will not go up.